Manufacturer narrative:
D9: date returned to mfg.: 6/17/2024. H3 and h6. Evaluation codes: updated. Investigation summary: the affected device was returned for evaluation. During visual inspection of the device, hair was observed inside the pouch. The contamination is confirmed. Root cause was not established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E1: (B)(6). H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the foreign body was found in the packing. There was unknown patient involvement and no patient harm/adverse event reported.